Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The actual/suspected device was inspected.

Event description:
It was reported that notes on the arctic sun device stated it was not cooling. Per follow up information received via email on 11jul2022, biomed and technical support went through troubleshooting the device and they found that the device was overfilled and was not heating, which was corrected but the device was still not cooling.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be isolated as the reported issue was not reproduced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that notes on the arctic sun device stated it was not cooling. Per follow up information received via email on 11jul2022, biomed and technical support went through troubleshooting the device and they found that the device was overfilled and was not heating, which was corrected but the device was still not cooling. Per follow up information received via email on 28jul2022, biomed was sending the device in for service and cooling issue. No patient injuries were reported. It was unknown if event occurred during patient use.